Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high; cause was not known. Customer administered an insulin injection to address bg. Customer continued with pump therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.the event date listed on b3 is reflective of the time zone of the country of the event.